Event description:
Per the clinic, the patient experienced magnet dislodgement on (B)(6) 2025. Subsequently, the patient underwent a revision surgery to replace the internal magnet (date not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.